Event description:
It was reported that the user performed a factory reset on the ilet after experiencing frequent low glucose episodes, with historical data showing more than half of meals were announced as ¿less than usual,¿ leading to maladaptation and subsequent hypoglycemia; the caregiver reported episodes where the user became incoherent and required assistance with oral glucose. Symptoms included hypoglycemia with a nadir of 45 mg/dl accompanied by confusion/disorientation and muscle weakness. Outcomes included no lasting health consequences or impact despite minor injury of hypoglycemia. Investigation included interviews and analysis of information provided by the user and caregiver. Investigation of this case revealed no device malfunction and instead a usage problem related to announcing incorrect meal sizes. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. Since the reset the user reported feeling improved.